Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 130 mg/dl. Reportedly, customer continued using pump for insulin therapy. Lastly, it was reported that multiple cartridge alarms occurred during the load sequence and during insulin delivery. Reportedly, customer loaded a new cartridge to resolve issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction and data log corruption issues were verified, and a different issue was identified. Based on the analysis, the alleged cartridge alarms issue could not be verified.